Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015a and the lens tore. The surgeon removed the lens with no patient injury. The reporter stated that the lens was torn during loading due to a technical error.